Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "cervical video assisted thoracoscopic surgery " event description: distal end of cannula fragmentation report from the sales rep the distal end of the cannula was fragmented and the fragment fell off inside abdominal cavity. The fragment was removed from patient. Excessive force was likely applied to the cannula. Initial investigation report the event unit was returned to us and visually inspected. The cannula tip was fragmented and missing a portion. The fragment of the missing section on the cannula was not returned to us. The unit will be returned to amr for further evaluation. (B)(4). Patient status: "no patient injury"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.